Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded by the facility. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a rotator cuff revision procedure, the surgeon punched the bone with a 4.5mm punch and attempted to insert a 6.5mm bio-composite corkscrew anchor. The anchor cracked and broke within two turns. A second 6.5mm bio-composite corkscrew anchor was opened and again, the surgeon attempted to insert it into the 4.5mm hole. The anchor cracked and then broke within two turns. All fragments of the broken anchors were retrieved and the case was completed with titanium corkscrews instead. Additional information provided 6/19/2018: during the revision the surgeon explanted two ar-1928sf-2, 5.5 mm titanium corkscrews, that were implanted during the original surgery. The revision surgery was being performed due to a failed rotator cuff repair. The primary anchors were still securely fixated in the humeral head and it was reported that an exact cause of failure was not apparent. The surgeon indicated to the sales rep that the patient was non-compliant postoperatively. The original procedure had been performed by the same surgeon on (B)(6) 2016 at a different facility than the revision.